Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the cause of the vibration feeling when touching the lead site was due to a fall. The patient noted that a representative turned off the ins and that the battery was almost dead. The patient was going to see a healthcare provider on (B)(6) 2019. No further complications reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 27-feb-2015, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 02-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for other chronic/intract pain (trunk/limbs). The patient reported that a year ago they twisted, and their stimulation quit. They added that when they pressed on the lead, the stimulation comes back on. The patient stated that 2 weeks ago they started feeling ¿vibration¿ in their leg when they touched the lead site. They also mentioned seeing an elective replacement indicator (eri) message on their programmer. The patient was redirected to follow up with their healthcare provider. No further complications were reported or anticipated.